Event description:
It was reported that the right ventricular (rv) lead, lead integrity alert (lia) triggered due to some oversensing that was noted due to polymorphic rhythm. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. There were three ventricular nst<=200 ms on (B)(6) 2012, in the timeframe between 02:36:28 and 03:08:51. There were nine vf<=200 ms average v-cycle on (B)(6) 2012, 23:04:23 and (B)(6) 2012, 02:50:43. Sensing - interference/noise. Ventricular short interval count v-sic=122.9 counts avg/day, in 1.9 days, between (B)(6) 2012, 16:42:03 and (B)(6) 2012, 14:23:24.